Manufacturer narrative:
Date of event: unknown/not provided. Serial #: unknown/not provided. Catalog #: complete catalog number is unknown since serial number was not provided expiration date is unknown since serial number was not provided a complete UDI# is unknown since serial number was not provided initial reporter: phone number: (B)(6). Manufacturing date: unknown since serial number is was not provided. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a male patient had a tube-type (shunt) implanted (model, implant date unknown). Three (3) months after surgery, the patient developed malignant glaucoma which caused a flat anterior chamber. The physician performed a vitrectomy and replaced the implant with another shunt, model bg102-350. Patient has recovered from the event. No further information was provided.